Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: investigation findings - 4112 analysis of information provided by user/third party.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2024, the patient experienced a skin reaction with redness, inflammation, and infection, extended beyond the patch perimeter. The patient stated that the infection spread to the surrounding area on the arm. The patient contacted an hcp, and the skin reaction was treated with a prescription of a further unspecified oral medication. At the time of the report the patient had recovered fully. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.